Event description:
It was reported that during balloon rupture occurred. Vascular access was obtained via right femoral artery. The 90% stenosed target lesion was located in a moderately tortuous right iliac artery. A 7.0mm x 40mm x 80cm sterling balloon catheter was advanced to predilate the target lesion. Upon the first inflation, the balloon was noticed to have ruptured at 10 atmospheres under angiography. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).